Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2008) is considered to be the best estimate. Updated data: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.a (date of implant), g3, g6, h2, h4, h6, h10, h11. Corrected data: a3 (sex). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and perfix plug on (B)(6) 2009 and/or on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2009- patient was diagnosed with symptomatic right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a very small indirect inguinal sac was identified in right inguinal region and dissected. A large direct inguinal hernia was also identified and was repaired by placing a perfix plug (device 1) into the preperitoneal space. An onlay mesh was then placed on the floor of the inguinal canal and sutured¿. On (B)(6) 2011- patient was diagnosed with recurrent right inguinal hernia, thereby underwent open repair with implant of kugel patch (device 2). Per op notes, ¿a direct right inguinal hernia recurrence was identified and was dissected. A kugel patch (device 2) was placed over the inguinal canal covering the floor of the inguinal canal and the femoral hernia defects and was sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and perfix plug on (B)(6) 2009 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.